Event description:
It was reported the asymptomatic patient presented in clinic. Device interrogation revealed oversensed noise exhibited by the right atrial (ra) lead. The programming interventions were made. The patient was stable.